Event description:
It was reported that the patient was having issues connecting with the programmer including no telemetry and getting a poor communication screen despite changing batteries. Additionally, they were not able to make adjustment both with and without the antenna attached. During the call, the patient was unable to follow directions on how to connect the programmer without the antenna attached noting that they were "handicapped." The antenna jack was also "snug." The patient was to receive a new programmer. Two days later, the patient reported that there was no stimulation sensation, a loss of therapeutic effect, and a return of symptoms as the patient fell "frequently." These symptoms occurred approximately in april, but then the patient stated they did not recall the month. The return of symptoms gradually worsened. The new replacement programmer was received without the antenna, but it did not connect with the implantable neurostimulator (ins) either. Follow-up is being conducted to determine troubleshooting, actions, and patient outcome.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_prog, product type: programmer, physician. Product ID: 3093-28, lot# va03zv2, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was having issues connecting with the programmer including no telemetry and getting a poor communication screen despite changing batteries. Additionally, they were not able to make adjustment both with and without the antenna attached. During the call, the patient was unable to follow directions on how to connect the programmer without the antenna attached noting that they were "handicapped." The antenna jack was also "snug." The patient was to receive a new programmer. Two days later, the patient reported that there was no stimulation sensation, a loss of therapeutic effect, and a return of symptoms as the patient fell "frequently." These symptoms occurred approximately in (B)(6), but then the patient stated they did not recall the month. The return of symptoms gradually worsened. The external antenna was broken, so a new replacement programmer was received without the antenna, but it did not connect with the implantable neurostimulator (ins) either. Follow-up is being conducted to determine troubleshooting, actions, and patient outcome.